Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma at the implant site resulting in a hematoma. The hematoma was drained (date not reported) and the implanted device remains.